Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain and radiculopathy. It was reported that the patient is having to charge too often. The caller explained that they couldn¿t charge their implantable neurostimulator (ins) because it took too long for the recharger (insr) to charge it. They stated they would be charging for a long time and it wouldn¿t go past 25%. This also occurred while the patient had attempted to recharge overnight while they were sleeping. It was noted that the patient was always getting eight coupling bars. This was not an out of box failure and no symptoms were reported to have occurred.